Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8 mm force bipolar instrument was analyzed and found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 0.64 mm. The grips were not found to be cracked. Further inspection found the grip tang to be dislodged. Additionally, the instrument was found to have a dislodged grip tang near the base of the grip tip. Further inspection found the grip tip to be bent. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8 mm force bipolar instrument was bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not observed with a bent grip tang. On 02-june-2026, isi received user facility report (B)(4) stating: during a robotic hysterectomy, bilateral salpingectomy, and cystoscopy, a force bipolar instrument was noted to be bent/broken while inside the robot. It was removed from use. A second force bipolar instrument subsequently demonstrated the same defect during the same case and was also removed. Removing both affected instruments was difficult and required removing the trocar to safely extract them. After the second occurrence, surgeon transitioned to a fenestrated bipolar instrument, which functioned without further issue. No patient harm was observed. The surgeon additionally reported experiencing similar force bipolar malfunctions on approximately three or four prior occasions.